Event description:
Upon further query the following information was provided that indicated a general report of an unspecified number of undocumented incidents of leaks. It was reported on unspecified dates, unspecified volumes of solutions leaked during manual filling of the vials at the user facility. The customer contact reported the vials were being filled with unspecified concentrations of morphine, fentanyl or hydromorphone when the solutions leaked from the flange end of the injector in the vials. The vials were replaced and the filling resumed. The customer contact stated that there were no reports of any subtherapeutic dosing to any patients. Though requested, no additional information was provided.

Manufacturer narrative:
.